Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services (ts) for review. Review of device data confirmed that the power consumption is increasing abnormally. Due to this anomaly, device replacement was recommended. A ts consultant discussed that assuming the behavior remains unchanged, there is sufficient reserve for the device to maintain normal therapy functions for 90 days before elective replacement indicator is triggered, after which the device should be replaced or the battery status reassessed. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services (ts) for review. Review of device data confirmed that the power consumption is increasing abnormally. Due to this anomaly, device replacement was recommended. A ts consultant discussed that assuming the behavior remains unchanged, there is sufficient reserve for the device to maintain normal therapy functions for 90 days before elective replacement indicator is triggered, after which the device should be replaced or the battery status reassessed. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services (ts) for review. Review of device data confirmed that the power consumption is increasing abnormally. Due to this anomaly, device replacement was recommended. A ts consultant discussed that assuming the behavior remains unchanged, there is sufficient reserve for the device to maintain normal therapy functions for 90 days before elective replacement indicator is triggered, after which the device should be replaced, or the battery status reassessed. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.